Event description:
It was reported that the pump does not recognize the plunger. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. Device evaluation: one device was received. A visual inspection found no exterior damage. A review of the event history log found a "syringe plunger not in place" alarm. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to be that the plunger board is not working as intended. The plunger board was replaced as well as the right plunger case. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.